Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. Elevated iop is identified in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4). Submitted to FDA: 01/20/2017.

Event description:
The patient underwent an uneventful cataract surgery with istent implantation of the right eye on (B)(6) 2015. On (B)(6) 2015 the patient presented postoperatively with transient elevated iop requiring medical intervention. The cause of the elevated iop remains unknown. The adverse event was reported to have resolved on (B)(6) 2015.

Manufacturer narrative:
Additional information: model #/lot #. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. (B)(4). Submitted to FDA on 2/7/2017.